Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer reported issue. During the initial bench test, the turbine manifold assembly with the turbine assembly was not within specification with a low patient outlet pressure while producing an abnormal vibration. Visual inspection found the turbine was damaged and unable to determine the root cause due to the damaged turbine manifold assembly. The turbine was replaced to address the reported issue by an authorized carefusion service technician and carefusion scrapped the defective turbine manifold assembly.

Event description:
It was reported by the customer that the ventilator was vibrating excessively. While in service, it was fond that the turbine was vibrating and the patient outlet pressure was low. This reported issue was discovered while in service, therefore, there was no patient involvement.